Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 1284732. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported that implants at tooth sites 46 and 36 were removed due to infection. Patient referred pain.